Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited suspected capturing issue. It was also noted that the right ventricular (rv) lead exhibited increasing impedance. The rv lead was capped and replaced and the ipg was explanted and replaced. No patient complications have been reported as a result of this event.